Event description:
Patient trying to get up to use bedside commode, patient used bed railing to assist herself in getting out of bed, but bed rail was not secured and patient fell toward the commode causing small cut behind right ear. Patient stated she was not going to say anything until she discovered a small amount of blood trickle down her neck. Bleeding stopped with application of cloth. M.d. Notified. Patient did not complain of other injuries.